Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic uterine myoma procedure on (B)(6) 2016 and suture was used. During the procedure, a 1mm piece of the needle tip broke off in to the patient. It is unknown if the needle remains in the tissue. No x-ray was preformed to identify the needle location. Currently, there are no plans for the surgeon to remove the potentially retained piece. The current condition of the patient was reported as normal.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination revealed that the needle fractured at the tip of the needle and it was a mixed mode fracture. The needle exhibited amounts of ductile and non-ductile features.